Event description:
Patient under anesthesia for left upper lobectomy. Disposable stapler applied to lung tissue, clamped in place, deployed. Instrument would not release. Jaws would not open. Reported to us surgical qa dept.